Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a ventricular tachycardia (vt) ablation procedure, a pericardial effusion and tamponade occurred which required a pericardiocentesis and cardiac surgery to stabilize the patient. The left ventricle was accessed via transseptal puncture under intracardiac echocardiography guidance. Ventricular tachycardia was induced and mapped with the mapping catheter originating from the left ventricular inferior septal wall. The ablation catheter was used to pace map in the left ventricle and rf energy (between 35-45 watts) was delivered. Baseline impedance was approximately 100ohms with impedance value drops noted during rf applications. During ablation the physician noted a steam pop and immediately stopped ablation. Ice imaging showed a pericardial tamponade and effusion and the procedure was aborted. The perforation was located at the left ventricle apex, inferior septum. The patient became hypotensive and the ejection fraction decreased. Pericardiocentesis was performed and the patient was then transferred for cardiothoracic surgery with brain function unknown. There were no performance issues with any abbott devices.